Event description:
It was reported the patient had an undesired change in stimulation. The patient had turned their device off prior to their outpatient arthroscopy a week prior. They turned it back on after surgery and received a shock. The patient left the device on but turned down the frequency. There have been no further shocks noted. The etiology was noted as the programming/stimulation. The patient was to have follow up to have the device interrogated. The event was considered resolved without sequelae

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient canceled her follow up appointment with the doctor on (B)(6) 2014.